Event description:
Customer reported a missed anti-k while performing an antibody screen on a patient sample by manual tube method using panoscreen I,ii and iii. No transfusion reactions were reported as a result of this negative reaction.

Manufacturer narrative:
Reactivity of the k antigent was confirmed with retention panoscreen I, ii, and iii, lot 32608. The customer did not return product or sample for further serological testing.